Manufacturer narrative:
1627487-12192011-003-r; (B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty recharging his ipg. As a result, the patient was then unable to establish communication between the ipg and charger. The patient was also without stimulation for approximately 2 months. A sjm representative confirmed the issue. In turn, the patient underwent surgical intervention at which the ipg was explanted and replaced with a different model. Reportedly, effective therapy was restored following the procedure.